Event description:
A total hip arthroplasty was revised approx 2 yrs post-operatively because of a fracture at the neck/metaphyseal junction of the modular hip system prosthesis. Pt weight and activity level not reported.